Event description:
Pt was in full cardiac arrest. The pt was paced once before successfully. Rate and current turned to maximum settings. Upon turning the current to its highest setting, the machine read "use ECG leads" and unit would not pace. Leads changed, electrodes and pt pads also changed. The unit was also switched to the non-demand mode and the unit still would not work.